Event description:
It was reported that the patient presented for a regularly scheduled pulse generator change procedure. Prior to the procedure, it was noted that the chronic right atrial lead exhibited high capture threshold. The physician decided to replace the chronic right atrial lead during the pulse generator change procedure. The right atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.